Manufacturer narrative:
Investigation summary: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not duplicate with retains. Analysis of DHR and analyzer data did not conclude a product performance issue. Source: phone.

Event description:
Reported 6% false positive rate for flu b. Unknown if results were confirmed. Confirmation method(s) not provided.